Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the essure device was removed in 2 pieces-part was in the tube and other part was teased out of the cornual portion of tube/the right implant was also removed in 2 pieces.'), pelvic pain ('pelvic pain') and ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a 40-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included lsil, allergic reaction to analgesics, nickel sensitivity, pelvic pain female and endometriosis. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 year 2 months after insertion of essure. In 2016, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), allergy to metals ("nickel allergy"), feeling abnormal ("brain fog"), migraine ("migraines") and headache ("headaches") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria hospitalization, medically significant and intervention required). The patient was treated with paracetamol (tylenol) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, ectopic pregnancy with contraceptive device, genital haemorrhage, vulvovaginal pain, abdominal pain lower, allergy to metals, feeling abnormal and headache outcome was unknown and the pelvic pain, abdominal pain and migraine had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, device breakage, ectopic pregnancy with contraceptive device, feeling abnormal, genital haemorrhage, headache, migraine, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, nickel allergy. Discrepant information regarding essure removal-as per current pfs essure removed? No discrepancy: date of insertion previously reported as (B)(6) 2014 now it is reported (B)(6) 2014, (B)(6) 2014. Date(s) of removal: (B)(6) 2016 (discrepancy noted). Patient was hospitalized. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: apperant bilateral fallopian tube occlusion secondary to essure device.; on (B)(6) 2015: total bilateral occlusion. Pregnancy test - on (B)(6) 2014: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2020: quality-safety evaluation of ptc. Pregnancy tab updated for previously reported event ectopic pregnancy. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') and pelvic pain ('pelvic pain') in a 40-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 year 2 months after insertion of essure. In 2016, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced genital haemorrhage ("heavy abnormal bleeding"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), allergy to metals ("nickel allergy"), feeling abnormal ("brain fog"), migraine ("migraines") and headache ("headaches"). The patient was treated with paracetamol (tylenol) and surgery (essure removal and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the ectopic pregnancy with contraceptive device, genital haemorrhage, vulvovaginal pain, abdominal pain lower, allergy to metals, feeling abnormal and headache outcome was unknown and the pelvic pain, abdominal pain and migraine had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, ectopic pregnancy with contraceptive device, feeling abnormal, genital haemorrhage, headache, migraine, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, nickel allergy. Discrepant information regarding essure removal-as per current pfs essure removed? No discrepancy: date of insertion previously reported as (B)(6) 2014 now it is reported (B)(6) 2014. Date(s) of removal: (B)(6) 2016 (discrepancy noted). Patient was hospitalized. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2020: pif received: events added: ectopic pregnancy, rcc note were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the essure device was removed in 2 pieces-part was in the tube and other part was teased out of the cornual portion of tube/the right implant was also removed in 2 pieces.'), pelvic pain ('pelvic pain') and ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a 40-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included lsil, allergic reaction to analgesics, nickel sensitivity, pelvic pain female and endometriosis. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 year 2 months after insertion of essure. In 2016, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), allergy to metals ("nickel allergy"), feeling abnormal ("brain fog"), migraine ("migraines") and headache ("headaches") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria hospitalization, medically significant and intervention required). The patient was treated with paracetamol (tylenol) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, ectopic pregnancy with contraceptive device, genital haemorrhage, vulvovaginal pain, abdominal pain lower, allergy to metals, feeling abnormal and headache outcome was unknown and the pelvic pain, abdominal pain and migraine had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, device breakage, ectopic pregnancy with contraceptive device, feeling abnormal, genital haemorrhage, headache, migraine, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, nickel allergy. Discrepant information regarding essure removal-as per current pfs essure removed? No discrepancy: date of insertion previously reported as (B)(6) 2014 now it is reported (B)(6) 2014 ,(B)(6) 2014. Date(s) of removal: (B)(6) 2016 (discrepancy noted). Patient was hospitalized. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: apperant bilateral fallopian tube occlusion secondary to essure device.; on (B)(6) 2015: total bilateral occlusion. Pregnancy test - on (B)(6) 2014: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-sep-2020: mr received: new event "device breakage", medical history, lab data, reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') and pelvic pain ('pelvic pain') in a 40-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 year 2 months after insertion of essure. In 2016, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced genital haemorrhage ("heavy abnormal bleeding"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), allergy to metals ("nickel allergy"), feeling abnormal ("brain fog"), migraine ("migraines") and headache ("headaches"). The patient was treated with paracetamol (tylenol) and surgery (essure removal and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the ectopic pregnancy with contraceptive device, genital haemorrhage, vulvovaginal pain, abdominal pain lower, allergy to metals, feeling abnormal and headache outcome was unknown and the pelvic pain, abdominal pain and migraine had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, ectopic pregnancy with contraceptive device, feeling abnormal, genital haemorrhage, headache, migraine, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, nickel allergy. Discrepant information regarding essure removal-as per current pfs essure removed? No discrepancy: date of insertion previously reported as (B)(6) 2014 now it is reported (B)(6) 2014. Date(s) of removal: (B)(6) 2016 (discrepancy noted). Patient was hospitalized. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in a 40-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 year 2 months after insertion of essure. In 2016, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), allergy to metals ("nickel allergy"), feeling abnormal ("brain fog"), migraine ("migraines") and headache ("headaches"). The patient was treated with paracetamol (tylenol) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain and migraine had resolved and the genital haemorrhage, vulvovaginal pain, abdominal pain lower, allergy to metals, feeling abnormal and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, feeling abnormal, genital haemorrhage, headache, migraine, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, nickel allergy. Discrepant information regarding essure removal-as per current pfs essure removed? No discrepancy: date of insertion previously reported as (B)(6) 2014 now it is reported 06-oct-2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. New event headaches was added. Updated outcome of event pelvic pain, abdominal pain, migraine from unknown to recovered . Lab data, treatment drug, reporter was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), allergy to metals ("nickel allergy"), feeling abnormal ("brain fog") and migraine ("migraines"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, allergy to metals, feeling abnormal and migraine outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, feeling abnormal, genital haemorrhage, migraine, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, nickel allergy. Discrepant information regarding essure removal-as per current pfs essure removed? No. Most recent follow-up information incorporated above includes: on 21-oct-2019: plaintiff fact sheet received. Events nickel allergy, brain fog and migraines were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.